Event description:
Following bilateral intraocular lens (iol) implant surgery, a consumer reports that she cannot see at night, cannot see in the grocery store, and cannot see her computer. Two reports filed for this event. First eye: MDR 1119421-2007-00170. Second eye: MDR 1119421-2007-00171.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There are no other complaints for this lot number. Additional info was requested on 04/17/2007, 04/18/2007, and 04/19/2007 by phone, mail and fax. No add'l info has been provided.